Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low and high blood glucose level. The low blood glucose level of customer was not 50mg/dl. The high blood glucose level of customer was unknown. The current blood glucose level of customer was 258 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported incident. It was known that auto mode feature was active at the time of incident. It was found that customer had not experienced symptom related with incident. Customer was treated with food for low blood glucose level. The insulin delivery suspended due to sensor glucose and blood glucose difference. The sensor glucose level was 90mg/dl and blood glucose level was 50 mg/dl. The low limit in the sensor setting was 70 mg/dl. The difference was outside the acceptable range. The insulin pump will not be returned for analysis.